Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump was not delivering the basal properly and that the bolus wizard was not calculating the information correctly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that they did not have their insulin pump with them at the time of the call. The customer stated that they will call back to troubleshoot once they have their insulin pump with them.